Manufacturer narrative:
The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris secondary set separated. The following information was provided by the initial reporter: the tubing detached where the drip chamber attaches to the tubing.

Manufacturer narrative:
Investigation summary: though a sample was sent by customer, the shipment stopped moving in memphis, tn. The reason for this halt is unknown and unfortunate. Due to no sample being received, the complaint cannot be investigated. The complaint can however be verified as this is a known issue with this set in the past. The root cause of this failure is a lack of solvent during the production of the set. The manufacturing team is aware of this issue and is working to eliminate further occurrences. The manufacturing site has opened a corrective action plan to further investigate this issue and take measures to mitigate this failure in the future. A device history record review for model 11448964 lot number 22019132 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that the bd alaris secondary set separated. The following information was provided by the initial reporter: the tubing detached- where the drip chamber attaches to the tubing.